Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: in 2001--the patient had hernia repair surgery, and during such surgery a composix mesh patch was surgically implanted in the patient's body. Since the patient's initial hernia repair surgery, the patient has had to undergo multiple surgeries and procedures for infectious wound debridements and repair of recurrent ventral incisional hernia. As a direct of the defective composix mesh patch implanted into the patient's body. The patient has suffered and continues to suffer from serious injuries, including, but not limited to, pain and suffering, physical injuries, disability, significant disfigurement, embarrassment, mental anguish, loss of capacity for the enjoyment of life, expenses of hospitalization, medical and nursing care treatment, loss of earnings, loss of the ability to earn money in the future, and a shortened life span.